Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported multiple false reactive anti-hbc ii results when processing on the architect i2000sr. Repeat testing was yielded nonreactive results. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, this suspect medical device (list 03m74-95) is no longer considered a suspect medical device for this event. The correct suspect medical device for this event is list 8l44. List 8l44 has a similar product sold in the us ln 6l22, which does not meet MDR reporting criteria for this event. Therefore, no further information will be submitted for this event.